Event description:
It was reported that there was particulate matter in the reservoir of a large volume flofusor. The device was filled with bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured september 12, 2014 to september 13, 2014. The device was received for evaluation. A visual inspection on the device noted a solid white particulate matter, floating in the fluid pathway of the reservoir. Fourier transform infrared spectroscopy scanning identified the particulate matter to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.